Event description:
Consumer complaint of low blood results. Expected blood glucose results after meals range from 120 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call declined since customer does not have test strips. Consumer is comparing results obtained with truebalance meter of 23 mg/dl against lab test results of 233 mg/dl. Verified storage of test strips is within specification. Unable to verify test strip lot manufacturer's expiration date and open vial date. Recall test results performed after meals from meter memory: (B)(6); 12:38pm - 46 mg/dl. (B)(6); 12:19pm - 98 mg/dl. (B)(6); 05:17pm - 130mg/dl. (B)(6); 11:35am - 461 mg/dl. (B)(6); 07:13pm - 276 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user reused test strip or user's test strip had poor fill.